Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could not be determined due to insufficient information. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
Rep not present for the case, surgeon did not realize he broke the inserter until post-op several weeks later a piece of metal was observed. Surgeon contacted the sales rep ((B)(6)) for the removal case and the metal was successfully removed in a revision surgery.

Event description:
Rep not present for the case, surgeon did not realize he broke the inserter until post-op several weeks later a piece of metal was observed. Surgeon contacted the sales rep (B)(6). For the removal case and the metal was successfully removed in a revision surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.